Event description:
Per the clinic, device was explanted on (B)(6) 2012, due to meningitis. Reimplantation is planned but had not taken place at the time of this report, 11/02/2012.

Manufacturer narrative:
The device is not available for analysis. This report is filed december 19, 2013.

Manufacturer narrative:
(B)(4).